Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: after use, once the syringe or infusion has been removed, water drips from the maxzero. The patient's blood also leaks out through the maxzero's closure. Additional information received from the customer: lot number: 25085548. No patient was harmed. Could you please confirm how the fault was identified? Several occurrences, e.g. New venflon pro safety with extension line and maxzero at the end of nfc blood was released. Could you please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Previous to infusion, after priming. Could you please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? No infusion, extension line 10cm, y set. Could you please confirm the make and model of the connecting product(s)? Discofix 10cm extension with integrated three-way cock, bbraun, ref. (B)(4), vasofix safety catheter. Could you please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? User did not notice any damage. Could you please confirm what substance was being infused during the time of the event? In general, prior to use of any substance, in one case it was used during anesthesia, medication was applied, but user is not sure what kind of medication. Could you please confirm if leakage occurred outside of the fluid path? Leakage occurred at the end of maxzero, outside the device, out of the membrane. Could you please confirm if the component was accessed with a needle, then reused? No needle used. Was the user present and able to manipulate the device at the time of the event? Several users were present during several occurrences, device was removed/replaced after the problem was witnessed.

Event description:
No additional information.

Manufacturer narrative:
One mz1000 china sample was received without packaging. Blood residue was present in the housing. The customer reported that the samples were from lot: 25085548 and that "it was reported that after use, once the syringe or infusion has been removed, water drips from the maxzero. The patient's blood also leaks out through the maxzero's closure." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that blood was observed within the maxzero, however no leakage was visible. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to pressure testing; however, no leakage was observed from the maxzero throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot: 25085548 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.